Manufacturer narrative:
See d3, d4 expiration date, g1, h6, h10 and h11. The agent reported "ap reamer made slight interference with the half wedge reaming guide. Surgeon was not comfortable moving forward. Preferred a shoulder reverse arthroplasty instead. Surgeon was unsure if he pushed to hard on the reamer. Slight damage on instruments." This event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. There was a 20 minute delay in surgery, but the surgery was completed as intended. The instruments were inspected prior to use and were found to be acceptable. The agent was present when this event occurred and was able to provide another suitable device. RMA examination: the reported device was returned to surgical for evaluation. There is slight wear on the device (see images). Unable to recreate the reported failure under power and manually. There is no clear interference occurring. A review of the instrument's device history records (DHR) revealed, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of the instrument that is related to the reported issue. Complaint database review showed no previous complaints that allege this same issue. There are no indications that the instrument has a design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. It is difficult to determine the root cause as the failure could not be recreated. It is possible that there was tissue or bone that was causing some interference. This is not an event associated with a product failure, malfunction, or issue.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - ap reamer made slight interference with the half wedge reaming guide. Surgeon was not comfortable moving forward. Preferred a shoulder reverse arthroplasty instead. Surgeon was unsure if he pushed to hard on the reamer. Slight damage on instruments, 20 minute delay in surgery.